Manufacturer narrative:
Method: visual inspection, manufacturing record review, labeling review: in this case the cage was taken from the tray and the nurse observed that the set screw was deformed. The device was returned for inspection and the event was confirmed. Some marks on the m3 set screw were observed as well as some marks probably left by a vlift persuader. While these observed marks indicate that this device was used previously, this cage is fully functional and no product fault could be detected. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. There was no risk to the patient associated with this event. The nurse decided to use another cage with no adverse consequence for the patient reported and the procedure was completed successfully. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective and as the complained device remains fully functional, this complaint is considered invalid and a non-issue. No product fault could be detected.

Event description:
It was reported that, "when the scrub nurse was checking vlift cage to fill the cage with the bone, she found the cut groove of locking screw looked deformed. She checked that the locking screw was not turned for that reason decrived above, and opened another vlift cage for the surgery. "

Event description:
It was reported that, "when the scrub nurse was checking vlift cage to fill the cage with the bone, she found the cut groove of locking screw looked deformed. She checked that the locking screw was not turned for that reason decrived above, and opened another vlift cage for the surgery. "